Manufacturer narrative:
(B)(4). (B)(6). Additional concomitant medical products: pn: 00596405014, articular surface size gh, lot # 60726983; pm: 00596401751, femoral component option size g left compatible with lps-flex prolong, lot # 60850379. It is unknown if product will be returning to zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient has been indicated for revision 10 years post implantation due to tibial loosening. No revision has been reported to date. Attempts to obtain additional information have been made; however, no more is available at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned product identified nicks and gouges indicative of the product having been implanted to the patient. Medical records also pointed out osteolysis and medial subsidence of the tibial component. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.